Manufacturer narrative:
(B)(4). UDI: n/a reported event was considered confirmed as visual examination of the returned device showed the impactor had fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the comprehensive glenosphere inserter impaction tip broke while inserting glenosphere. Attempts have been made and there is no additional information available.